Event description:
It was reported that this patient expired three days post-implant. The patient advocate stated that she believed he died due to receiving poor care at the hospital. There were no allegations against device function.